Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil has perforated into and is lodge I her uterus') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("expulsion of essure device,essure was coming out into my cervix"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),bad bleeding during menses"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and uterine cervical pain ("pain felt like sharp knives stabbing into my cervix"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and uterine cervical pain outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, uterine cervical pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('coil has perforated into and is lodge I her uterus') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included lisinopril. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device expulsion ("expulsion of essure device,essure was coming out into my cervix"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),bad bleeding during menses"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and uterine cervical pain ("pain felt like sharp knives stabbing into my cervix"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the uterine perforation, device expulsion, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and uterine cervical pain outcome was unknown. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, uterine cervical pain, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: pif received event "coil has perforated into and is lodge of her uterus" was added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.